Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited oversensing. Chest x-ray was performed and revealed the lead slack was pulled back but the lead tip still had contact with the tissue. The lead was capped and replaced. The patient was in stable condition.